Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered an alert for undefined high pacing impedance. The rv lead exhibited noise episodes and was fractured. The lead was programmed off, and a subcutaneous system was implanted. No patient complications have been reported as a result of this event.